Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was running hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not secure a cutter to burr-lock (failed cutter insertion assessment), the burr lock was damaged and the springs in the burr lock were severely rusted due to incorrect spring material used during assembly, which is a manufacturer issue. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.